Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl. Customer stated that was getting high blood sugar after the eating supper of around 533 mg/dl. Customer been using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was not active and automatically adjusting insulin delivery at time of high blood glucose event. Customer stated that they seemed to not have delivered a basal rate since (B)(6) 2020 and basal rate was set on 0 units since (B)(6) 2020 and might have been longer, doesn't know when it started but that was the earliest that the insulin pump can go. Customer stated that it was found that she delivered very small amount of insulin that led to her high blood glucose also saw that there are a lot of suspend and basal resume that happened that led to the conclusion that the insulin pump might be pressed while on her pocket. The insulin pump will not be returned for analysis.